Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator experienced inhibition of bi-ventricular pacing due to myopotential over-sensing. Non-sustained right ventricular over-sensing episodes were also present. Programming changes were discussed. No patient symptoms were reported.

Event description:
New information received stated that no programming changes were made.